Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed and the machine alarmed. The clinic manager stated that there was a break in the membrane causing blood to leak in the dialysate. Estimated blood loss was 240 cc's. Pt had not adverse effects. No sample is not available; sample was discarded.

Manufacturer narrative:
The device evaluation has not yet been completed. A follow up report will be filed upon completion of the investigation.